Event description:
The patient has an existing surgical bioprosthesis that failed in 2013, initially implanted in 2006. In 2013, a sapien xt 26mm was tranfemorally implanted, with no paravalvular leak (pvl). In (B)(6) 2016, the patient became symptomatic with shortness of breath. Symptoms progressively worsened. In (B)(6) 2016, the sapien xt 26mm was explanted due to stenosis. The patient had two prior sternotomies, including CABG and avr in 2006 with a 27 mm magna valve. In 2013, he underwent valve in valve tavr with a 26 mm sapien xt valve. He unfortunately had rapid deterioration of this valve, possibly due to leaflet thrombosis, with severe bioprosthetic as. He was reevaluated by cardiac surgery and discussed at the multidisciplinary valve conference; he was felt to be extreme risk for a 3rd sternotomy with a redo surgical aortic valve replacement combined with root replacement.

Manufacturer narrative:
Per the instructions for use, valve stenosis is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Valve stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the cause of the valve stenosis is unknown, but could be related to patient factors as the patient has a history of severe aortic stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Per a technical summary written by edwards, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
The patient has an existing surgical bioprosthesis that failed in 2013, initial implant year unknown. In 2013, a sapien xt 26mm was implanted. In (B)(6) 2016, the patient became symptomatic with shortness of breath. Symptoms progressively worsened. In (B)(6) 2016, the sapien xt 26mm was explanted due to stenosis. The patient had two prior sternotomies, including CABG and avr in 2006 with a 27 mm magna valve. In 2013, he underwent valve in valve tavr with a 26 mm sapien xt valve. He unfortunately had rapid deterioration of this valve, possibly due to leaflet thrombosis, with severe bioprosthetic as. He was re-evaluated by cardiac surgery and discussed at the multidisciplinary valve conference; he was felt to be extreme risk for a 3rd sternotomy with a redo surgical aortic valve replacement combined with root replacement.